Event description:
Reference number (B)(4) event occured in netherlands. It was reported that the patient experienced inflammation on the leg event. The patient also reported swollen, red, warm, and pain. The patient treated with antibiotics. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.